Event description:
It was further reported that in (B)(6) 2012, stenosis located in the mid left anterior descending artery was treated with placement of an unknown stent just at the proximal edge of previously placed study stent. Also, medication was given to treat this event and was considered as resolved without residual effects.

Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2012, the subject presented due to stable angina (ccs classification unknown) and was referred for cardiac catheterization which revealed an 80% stenosed lesion located in the mid left anterior descending (lad) artery. The lesion was 16mm long with a reference vessel diameter of 3.0mm and treated with direct stent placement using a 3.00 x 20 mm ion coa stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented with chest pain and was hospitalized on the same day. The subject had a non-target vessel treated and the event was considered resolved without residual effects.

Event description:
It was further reported that during the index procedure, the subject experienced vessel spasm adjacent to study stent, both proximally and distally, right radial artery spasm resulting in right arm pain, and chest pain. Post procedure, unstable angina and slow flow of previously placed study stent was noted. In (B)(6) 2012, the subject had very suggestive chest pain symptoms during balloon and stent deployment. Post-stent deployment, repeat angiography showed some vessel spasm on adjacent to the stent, both proximally and distally which were treated with administration of 200 mcg of intracoronary nitroglycerin on 3 sequential times. In addition, the subject had some right radial artery spasm which resulted in right arm pain, for which the subject was started on daily 30 mg imdur therapy. In (B)(6) 2012, the subject presented with severe, episodic cardiac chest pain radiating to arm, jaw and neck and was hospitalized. The chest pain was diagnosed as unstable angina and treated with IV nitroglycerin. Coronary angiography revealed a previously placed open study stent with slow flow, around 70% irregularities just to the proximal end. In addition, 70% stenosis located just proximal to the end of the previously placed study stent in mid left anterior descending artery was treated with placement of a 2.5 x 12 mm drug-eluting stent, with 0% residual stenosis. Medication was given to treat this event and the following day the event was considered as resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).